Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the customer's reported issue. Upon initial power up, the unit was displaying ¿xdcr flt.¿ the ventilator was opened up and visually inspected and found a small tear of tubing that connects to the pt4 of the analog board. A review of the event trace revealed several ¿xdcr flt¿ conditions. Carefusion replaced the tubing to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was showing a "xdcr error." While in service it was discovered that the xdcr error was due to a tear in the tubing which may cause a leak in the unit. This reported issue was discovered while in service, therefore there was no patient involvement associated with this complaint.